Event description:
It was reported that the patient experienced palpitations. It was further reported that the right ventricular (rv) lead exhibited intermittent under-sensing during recorded episodes, non-sustained supraventricular tachycardia (nsvt) episodes. The rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.